Event description:
It was reported that, perioperatively, the tip of the lead was noted to be twisted when it was taken out of the box. A new lead was used to complete the procedure. There was no injury to the patient. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4): the lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.